Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. During investigation by our field service engineer (fse), the nozzle unit in the o2 gas module was found to be defective. Replacement of the nozzle unit solved the issue.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).